Event description:
The customer reported to baxter (B)(4) one (1) one-link needlefree ivconnector that the patient could not get any cvp(central venous pressure) with this valve. This was noticed during patient use. No medical intervention or patient injury were reported. No additional informaiton is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A labeling review was performed and it was communicated to the hospital via email that the one-link is not to be used for central venous pressure (cvp) readings. The customer is using a edward life science ret px260 set off-label. Furthermore, the recommendation from edwards is to connect the pressure tubing directly to the catheter on the distal port connection/lumen. Therefore, the root cause was determined to be due to use error.